Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately calcified vein. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 10atm. The device was removed without problem with the usual method and the procedure was completed with another of the same device. The patient was in good condition post procedure.